Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot number is unknown; therefore the device history records are unable to be reviewed. It is indicated that the screw head was discarded and the remaining of the screw was left implanted in the patient. Therefore, the broken screw will not be returned. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a coronary artery bypass grafting (CABG), a size 16 screw sheared off in a sternum during insertion. The head of the screw was discarded and the rest of the screw remained implanted. There was no delay to the case.